Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. The broken material was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, half of the tip of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the site was performing a da vinci assisted gastrectomy surgical procedure. The surgeon was retracting tissue at the time of the event, and the instrument performed as intended up until it broke. Half of the tip of the instrument broke off and fell inside the patient. The fragment was visually located and retrieved during the same procedure with a johannes laparoscopic instrument. The surgical staff noted that if there were microscopic fragments then they didn¿t see or retrieve them. No additional surgical procedure was required and there was no harm to the patient. There were no post-operative tests performed to check for remaining fragments. The surgeon believes an instrument failure caused the fragment falling issue. The instrument was inspected prior to use and no issues were noted. The instrument was in use for less than 3 hours. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The customer does not recall if the instrument wrist was straightened upon final removal of the instrument. There was no resistance while removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula or instrument after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device(s) or a video recording of the procedure.